Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had b30 and e216 scope communication errors. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. It was identified that there was a possibility of electrical continuity failure due to a water invasion of the device. However, a definitive root cause could not be determined. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bronchovideoscope had b30 and e216 scope communication errors. The issue occurred during preparation for use in a diagnostic bronchoscopy procedure. There was no delay in the procedure or extended anesthesia for the patient, as reported. The procedure was completed. There were no other devices replaced during the case, and there were no reports of patient harm.